Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25 to 27 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Additionally, a bubble was noted with a crack which extended slightly into the insulation near the proximal electrode. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative).

Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while asleep. Subsequently, they were brought in-clinic for an evaluation, where it was determined that the shock was likely delivered due to sense b node artifacts. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered as a result of a signal signature consistent with changes in the impedance pathway of the sensing vector. It was discussed that this can either be caused by unstable tissue contact at sense b or device can level during body movements, impairment of the lead, or other contact disturbances in the device header. More thorough in-clinic testing, such as diagnostic imaging, provocative maneuvers, and isometrics were recommended to assess the system integrity and the viability of the three sensing vectors. The patient was brought back in-clinic, where the mechanical, non-physiologic artifacts were reproducible in all three sensing vectors. As a result of these findings, the physician suspected that the s-ICD electrode was fractured. Recently, this s-ICD system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The s-ICD system has been received for analysis.

Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while asleep. Subsequently, they were brought in-clinic for an evaluation, where it was determined that the shock was likely delivered due to sense b node artifacts. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered as a result of a signal signature consistent with changes in the impedance pathway of the sensing vector. It was discussed that this can either be caused by unstable tissue contact at sense b or device can level during body movements, impairment of the lead, or other contact disturbances in the device header. More thorough in-clinic testing, such as diagnostic imaging, provocative maneuvers, and isometrics were recommended to assess the system integrity and the viability of the three sensing vectors. The patient was brought back in-clinic, where the mechanical, non-physiologic artifacts were reproducible in all three sensing vectors. As a result of these findings, the physician suspected that the s-ICD electrode was fractured. Recently, this s-ICD system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.